Event description:
Contralateral pull wire caught on hooks. Couldn't advance guiding catheter up to jacket guard to alleviate problem. Dr was unable to resolve the issue and decided to convert to standard open repair. Dr observed the contralateral pull wire was wrapped 360 degrees around the jacket guard.